Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The physician attempted to place a liberte' 3.0x20mm bare metal stent to the 90% stenosed lesion located in the calcified and severely tortuous left circumflex (lcx) artery, but was unable to cross the lesion. Upon removal of the stent delivery system (sds), it was noted that the stent strut was damaged. The procedure was completed with a different device. No patient injuries or complications were reported. Patient status post procedure is noted as good.